Event description:
Patient was brought to our emergency room on 4/27 after being found unresponsive at home. While in ER patient had cardiopulomary arrest, was coded unsuccessfully. Pacemaker not capturing 100% - at times 100% at rate of 45. - ER physician felt possible pacemaker failure. No autopsy was performed.